Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the jaws were bent on the clip applier. As a result, the clips were coming out bent. No pt consequence were reported.